Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the slider gripper was missing on 3 boxes of the catheter.

Event description:
It was reported that the slider gripper was missing on 3 boxes of the catheter. Per additional information received from the liberator on 07oct2020, it was confirmed that the product sent to customer was the incorrect product and should not have grippers. The product shipped to the customer was 53616, and the customer ordered 53616g.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "incorrect labeling operation." It was unknown whether the device had met specifications. The product was not used for the patient's treatment or diagnosis. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.